Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent delivery system package was unsealed. During the case the taxus express2 3.50 x 16 mm drug eluting stent package was pulled and the package was noted to not be sealed. The catheter was not used. The procedure was completed with another of the same device.